Event description:
The facility requested that the monitors on the 9800 system have a calibration check completed. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. As required completed the monitor calibration. The system was tested and found to be working as intended and placed back into service.